Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
He user facility reported that the device overheated during a procedure.  There was no patient impact, no significant delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated and damaged tissue. Attempts were made to obtain additional information about the event; no further information was received.